Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room in cardiac arrest. The right ventricular (rv) lead exhibited undersensing on device classified supra ventricular tachycardia (svt) episode and ventricular tachycardia (vt) non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.